Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause of the reported issue could not be determined with the available information. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 11:13:01. During night drain cycle five, the patient's ultrafiltration reading was 700ml, indicating the home patient (hp) drained 700ml more than their maximum programmed fill volume of 700ml. No additional information is available.